Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis no parts have been received by the manufacturer for evaluation. Eval code method 4114 is associated with this statement eval code result 3221 is associated with this statement eval code conclusion 4315 is associated with this statement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in sacroiliac and thoracolumbar procedure. It was reported that the site had a clinical case and when using the navigation system it was noted that the system would freeze during the case. Both navigation and imaging were aborted causing no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.